Event description:
Pt is an 86-yr-old male suffering from chronic renal failure and receiving chronic dialysis. He has undergone multiple access procedures. In 11/94 a ptfe arteriovenous shunt was revised. Due to recent findings of increasing venous rpessure and significant recirculation problems, imminent graft failure was suspected. An arteriogram was conducted through the shunt on 3/12/96. Venous stenosis was noted. Balloon angioplasty was performed, but was not successful in relieving the entire stenotic area. An athrectomy of the area was attempted. During the athrectomy, the catheter broke, requiring venous puncture through the groin to remove the catheter fragment. The breakage occurred during removal of the catheter. There was dislodgement of the cutting segment as well as the storage segment distally from the catheter.